Event description:
The patient reported occlusion alarm and after troubleshooting indicated there is issue with the infusion set site on (B)(6) 2026.

Manufacturer narrative:
Initial 1 of 2 based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.